Manufacturer narrative:
(B)(4). Narrative: a partial lead with the distal tip measuring 48.8cm was returned for analysis. External insulation abrasions were noted at 8.7-9.2cm and 9.1-9.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.2-8.4cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
It was reported when a patient presented for a follow-up, prophylactic fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted. No further information is available.